Event description:
It was reported that the user¿s ilet pump became unresponsive when attempting to select the meal announcement, and troubleshooting did not restore function; a replacement ilet was shipped and the original was later returned. Symptoms included no adverse clinical effects, and blood glucose values were reportedly unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device replacement and post-return intake. Investigation of this device revealed a device malfunction consistent with a nonresponsive user interface, with the affected component involving the pump¿s display/input functionality; no injuries were associated with the event. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.